Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they fell and broke their hip on (B)(6) 2020 and stated that since then ¿the pain had been really bad¿. Prior to this they had been getting ¿100% relief¿ and stated that on april 2nd they fell in their dining room and the healthcare provider (hcp) ¿fixed their broken hip,¿ but ever since then they hadn¿t been getting the relief they had before the fall and hip break. They stated that ¿the pain had also gone lower than it was before¿. They stated that they spoke to their hcp today and they told them to call patient services to reach a manufacturer representative (rep) for reprogramming.